Event description:
Rfa of a lytic bone mass in pt's left tibia was performed. Uninsulated introducer was used(introducer not manufactured by MFR of the electrode used). Pt received skin burn at introducer insertion site.